Manufacturer narrative:
The customer reported that the transmitter's battery got hot and melted the case. The biomedical engineer reported using (B)(6) batteries. The device was in use on a patient, but no patient harm was reported. The customer sent the device in for an exchange and a replacement was sent to the customer on 01/13/2017. The customer batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter's battery got hot and melted the case. The biomedical engineer reported using (B)(6) batteries. The device was in use on a patient, but no patient harm was reported. The customer sent the device in for an exchange and a replacement was sent to the customer on (B)(6) 2017. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter's battery got hot and melted the case.